Event description:
The customer reported that the shaver handpiece shuts off by itself. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for investigation. The customer's reported problem was not confirmed. The handpiece was tested and found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored.